Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary - (B)(4) distal conductor fractured, proximal conductor fractured, all conductors stretched, proximal conductor fracture (overstress), inner insulation torn, outer insulation cosmetic depression, lead stretched, white substance. Proximal segment returned and analyzed.

Event description:
It was reported the lead was replaced due to fracture. No patient complications were reported as a result of this event.